Manufacturer narrative:
Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Event description:
Which is part of the shortened replacement window advisory march 2009 population product advisory initially communicated on (B)(6) 2007, displayed a battery status of elective replacement indicator (eri) due to a charge time measurement of 25.6 seconds. There was a concern that the battery depleted earlier than expected. This device was to be explanted. The associated right atrial (ra) lead in the system had also exhibited greater than 3,000 ohms pace impedance and noise. This lead issue was to be addressed at the device change out. There was no evidence of a device to lead connection issue. There was no report of adverse patient effect.

Manufacturer narrative:
To date, information suggests that these medical devices are no longer in service. The investigation is considered closed at this time. As new information would become available, this report will be further evaluated and updated.